Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii colonovideoscope. On (B)(6) 2022, the scope tested positive for twenty (20) colony forming units (cfus) of pseudomonas aeruginosa and enterobacter cloacae complex after ninety-six (96) hours in the storage cabinet. The auxiliary channel on the scope tested positive for thirty-one (31) cfus of enterobacter cloacae complex. On (B)(6) 2022, the suction channel tested positive for enterobacter cloacae complex. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of micrococcaceae was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer declined to send the cleaning, disinfection, and sterilization (cds) steps for the scope to olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover insulation out of range; light guide cover lens (3x) --- cracked; charged coupled device (ccd) cover lens --- cracked; bending section rubber gluing worn out; connecting tube --- scratch; scope body --- scratched; scope cover --- scratched; key top 1 --- discoloration; knob play and less angulation; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.